Event description:
It was reported that the charger did not charge the ilet pump as intended over approximately one week, and standard troubleshooting was completed without resolution; a replacement charger was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included technical troubleshooting with the user. Investigation of this case revealed a suspected charger performance issue consistent with failure to deliver charge to the device. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger component.